Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were stretched distally over the distal markerband and the tip. On the most proximal stent rows, stent struts appeared undamaged. The undamaged section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip could not be performed as the stent struts were covering tip. The balloon cones were reviewed and no issues were noted with the distal balloon cone but the proximal balloon cone appeared to have creases. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a mid-shaft break at 60 mm from the distal end of the exchange port site and 1083 mm from the distal end of strain relief. It was noted that the inner extrusion was accordioned and kinked on several locations of the polymer extrusion shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of >=90 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 32 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and mid-shaft break.